Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2019. Patient stopped charging the device resulting in ipg to be inoperable. Ipg was unable to be communicated with eternal devices. As a result, patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.